Manufacturer narrative:
(B)(4): endoleaks are addressed in the IFU. Evaluation: event still under evaluation.

Event description:
The manufacturer was notified on 07/25/2011 that a (B)(6) male patient underwent initial endovascular aortic report on (B)(6) 2011. After placement of the zenith flex aaa endovascular graft bifurcated main body there was a slow type I endoleak. The doctor knew that the leak could occur because of the angulation of the neck at the seal zone. He elected to place another manufacturer's stent in the seal zone to help with wall apposition and this did fix the leak. Information was provided that neither the doctor nor the hospital considers this a graft failure.